Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet grasping and capture appears to be related to patient conditions (anterior leaflet had degenerative changes in structure and restricted posterior leaflet). Unspecified tissue injury (slight anterior leaflet damage) appears to be related to procedural conditions associated with multiple attempts to grasp and capture the leaflets. Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, anterior leaflet had degenerative changes in structure, and restricted posterior leaflet. A mitraclip xtw was inserted and deployed on the mitral valve. A second mitraclip xtw was inserted, and grasping attempts were performed. However, the leaflets were unable to be grasped or captured, and it was observed that the anterior leaflet was slightly damaged. Therefore, the clip was removed from the patient and the procedure was completed. The mr was reduced to 3-4. There was no clinically significant delay in the procedure.